Manufacturer narrative:
Submit date: 03/13/2017. An evaluation of the kangaroo epump was performed for the reported condition of the unit over/under feeding. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2010 and was released meeting all manufacturing specifications.

Manufacturer narrative:
Submit date: 02/19/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer experienced an issue with an enteral feeding pump. The customer reports that the unit was under/over feeding. Upon service, it was found that the valve was not charging.